Event description:
It was reported that during a surgical procedure at 224,669 joules of use and 30:53 minutes, the laser went into standby mode. The "surgeon cleaned the fiber tip; laser worked momentarily then went into standby and displayed excessive fiber life." Tip was cleaned a few more times and continued to go into standby mode. A second fiber was used to complete the procedure. Patient outcome: ok.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window. Based on failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.